Event description:
A physician reported following a glaucoma shunt implant procedure, the patient end up with corneal edema. The stent was trimmed in a secondary procedure. The surgeon confirms that the event is related to the device. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which states the patient also experienced endothelial cell loss.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All lots were 100% visually inspected and every lot was verified that all required tests had been performed and all acceptance criteria were met. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).